Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with a blank display anomaly due to corroded electronic assemblies. Device unable to verify unresponsive keypad, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and had a blank display as well as buttons were unresponsive. Troubleshooting was done for blank display and keypad anomaly. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. Customer stated that minutes were not changing on insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.